Event description:
The initial reporter received a questionable elecsys tacrolimus result from one patient sample tested on the cobas e 801 analytical unit. On (B)(6) 2024: the result from another laboratory that uses an architect analyzer at 2x dilution was 24.6 ng/ml with a final dilution result of 49.2 ng/ml. This result was deemed correct. On (B)(6) 2024: the repeat result from the analyzer at 3x dilution was 10.9 with a final dilution result of 32.7 ng/ml. The reporter complained that the isd sample pretreatment bottle had crystal sediment at the bottom which caused hemolysis in the patient sample.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The tacrolimus reagent lot number is 75323401 with an expiration date of 31-aug-2025. The investigation is ongoing.

Manufacturer narrative:
The customer replaced the isd sample pretreatment bottle with a new one without any crystals or sediment. The product labeling states, "due to evaporation effects, pretreated samples should be ana­lyzed/measured within 30 minutes after opening the vials and loading the samples on the analyzer. Avoid delays between loading and meas­urement to ensure the 30 minute stability of pretreated samples.". The customer did not report any further issues. The investigation determined that the customer's actions resolved the issue.